Manufacturer narrative:
Based on info provided in the maude report and from the pt, a "marlex mesh" was used to repair a left inguinal hernia on (B)(6) 2010. The pt reports that there has been chronic pain since the mesh was implanted. According to the pt, MRI findings have been negative. Currently it is unk whether the mesh may have contributed to the alleged event. No medical records have been provided and no specific device failure has been alleged. It does not appear that the mesh has been explanted. Without further info, no conclusion can be drawn.

Event description:
Info obtained from maude event report (B)(4): (B)(6) 2010 - pt left inguinal hernia repair surgery with "marlex mesh." Pt reported that he has chronic pain in the abdomen and testicles. The pt underwent consultation with multiple mds and has had MRI testing and reported negative findings, he states his pain is due to "entrapped nerve due to scarring from surgery."